Event description:
During surgery, the surgeon used the monotube triax (red). When the surgeon was tightening them with the long handle wrench, one of the screw of the pin clamp broke. Therefore the surgeon changed the pin clamp to another pin clamp. There was no adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.